Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 38mm, diameter 3mm, was intended to treat a lesion in a pt. It was reported that the struts of the stent became disrupted during the procedure and vessel dissection occurred. The target lesion was located in the mid lad, exhibited 90% stenosis and had little calcification. The lesion was predilated and it was confirmed that 90% stenosis remained post pre-dilatation. The endeavor resolute rx device was inspected prior to use with no abnormalities noted. Resistance was felt while advancing the device towards the target lesion. The dissection was reported to have occurred during attempts to cross the target lesion. It was reported that difficulties were experienced during removal of the device from the pt. Two bare metal stents were used to treat the lesion. The pt was stable post procedure and no clinical sequelae have been reported. The device and procedural images were returned to medtronic for evaluation. The stent had moved approx 2mm distally on the balloon from the proximal pillow. The proximal 4th, 7th -9th and 16th-17th stent segments were deformed and damaged. Some of the segments were pulled in a distal direction. Review of the procedural images provided showed a narrowed mid/ proximal lad vessel. Images of the vessel being pre-dilated were present but there were no images showing the advancement or retraction of the resolute device in the vessel. One image showed an abnormality in the mid lad, likely to be the reported dissection. An external clinical consultant reviewed the procedural images and stated that the dissection appeared to have occurred post pre-dilatation and prior to the delivery of the stent. There was also an image showing the deployment of two shorter stents in the mid and proximal lad.

Manufacturer narrative:
Failure to deliver stent, stent deformation, dissection; 90% stenosis post pre-dilatation. Stent deformed during procedure. Secondary intervention - two bare metal stents implanted to treat dissection.